Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose levels (42-52 mg/dl). Reportedly, the customer recently started using the pump for insulin therapy and is still working with their health care professional on adjusting pump settings. Customer stabilized blood glucose levels with candy, juice, and glucose tablets.